Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer reported that cleaning, disinfection, and sterilization (cds) processes were carried out according to guidelines. The customer did not use medicines during the procedure, not even simethicone. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material remained in the device due to the improper reprocessing, caused by leakage due to wear of scope cover and damage to the biopsy channel, resulting in a loss of water tightness. However, a definitive root cause of the event could not be identified. The instruction manual states the detection method associated with the event in "gif-1100 operation manual chapter 3 preparation and inspection". And preventative measures in " gif-1100 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was foreign material inside the air/water channel, cylinder, and plastic distal end cover of the videoscope. There were no reports of patient involvement.